Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was determined by the operating room personnel that a white piece broke off from the tip of device during case, all pieces were recovered. There was no patient injury. No further information available.